Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needles are popping off from a specific box of stratafix. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: lot 106686 is not associated with the reported product sxpp1b450. Please clarify the lot number involved. Additional information was requested, the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Unknown. - how many devices demonstrated the alleged deficiency? 4 each. - please provide lot number. 106686. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Account waiting for return box to arrive. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Eight representative unopened samples were returned for analysis. Product code sxpp1b450. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area did not meet expectations. Since, the hit of the stake was higher than usual, causing that hit of the stake came across with the solid part of the needle on four needles. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in three samples. Further investigation was conducted on these samples, revealing an incorrect swage. In the remains five samples, the pull force meets the requirements. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.